Event description:
It was reported that the device was explanted on (B)(6) 2020. The patient was re-implanted with another device during the same surgery.

Manufacturer narrative:
It was reported that the device was explanted on (B)(6) 2020. The patient was re-implanted with another device during the same surgery. This report is submitted on 2 november 2020.

Event description:
Per the clinic, it was reported that the patient experienced a performance decrement with device use. The patient was treated with a course of oral steroids (date not reported); however, the reported issues remained. The patient is currently continuing being clinically managed by their healthcare provider.